Event description:
During a laparoscopic supracervical hysterectomy procedure, the tissue pad on the device was deteriorated. Used another like device to complete the case. There was no pt consequence.